Event description:
The physician was performing a cataract extraction on the pt's left eye. The physician also performed a vitrectomy. Upon completion of the procedure it was noted that the pt had sustained a corneal burn to the eye.